Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 402452 implantable pacing lead, (B)(6) 2000. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the patient experienced pocket stimulation when the lead was in unipolar polarity, and that there was low bipolar impedance and poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.